Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the impedance measurement on this right atrial (ra) lead exhibited an impedance measurement greater than 2,000 ohms. Additionally, sensing had decreased to 1 millivolt. The competitor technical services discussed recommendations. The patient's physician was likely to reprogram the device to a ventricular based mode and the patient would continue to be monitored. To date, no adverse patient effects were reported with this clinical observation.